Event description:
During preventative maintenance of the device, the service technician observed the event counter numbers (vmot) for 5 roller pumps was higher than average. The computer activity system logs for the roller pumps were returned for analysis. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.